Manufacturer narrative:
The denervation probe was connected to an et20-s spine test generator for functional testing. When rf-power was applied, error message 'warning-06', tc-thermocouple failure was displayed. This verifies the reported complaint. There is a process in place to remove the corrosion, causing flux.

Event description:
During procedure, when the customer went to use the probe, they received a error warning 06. The procedure was cancelled and rescheduled but the date of new procedure is unknown.